Event description:
Consumer claims to have received multiple burns from falling asleep on a heating pad that did not have adjustable heating controls. Consumer claims the heat to have been 149 degrees.